Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, and increasing thresholds. Further evaluation noted that the lead issues were happening to due a set screw being loose; the lead was able to be pulled out of the device header. The lead was revised and the set screw was tightened. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.